Event description:
It was reported that a malfunction occurred with malfunction code malf 9. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump.